Event description:
A report was received that the patient had infection at the battery site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Patient¿s symptoms include drainage and fever. The physician believed that the infection was not device or procedure related and that it was due to the patient not getting enough time to heal. The patient was prescribed with antibiotics. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection at the battery site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial/lot #: (B)(4), description: linear 3-6 lead, 70cm. Model #: sc-2366-50, serial/lot #: (B)(4), description: linear 3-6 lead, 50cm.